Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the center button was unresponsive. Customer¿s blood glucose was 120 mg/dl at the time of incident. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states the button was not unresponsive during an easy bolus attempt. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).